Event description:
The pt was revised because of improper balancing at initial surgery.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the reported event; however, provided info stated that knee balancing at primary surgery was a contributing factor. No evidence was found suggesting that product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and /or additional information be received, the investigation will be re-opened.